Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant was separated and exposed to blood. The advancer tube was not returned with the device. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. The review of the lhr (f1519603) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the physician pulled the balloon back 2 stops. The physician shuttled the handle down to the hard stop and no unusual resistance was felt. He felt unusual resistance when he pulled the procedural sheath back up to the handle. The sealant was then visibly wrapped around the catheter of the device and he does not recollect whether or not the advancer tube was visible. He then deflated the balloon, removed the device and held manual pressure for 30 minutes or less. It is unknown if the patient was hospitalized as a result of the event. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the mynx vascular closure device did not deploy properly. The sealant was not delivered. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was applied when retracting the procedural sheath. Vessel location: peripheral.